Event description:
It was reported that the pt complains of pain in hip and along scar area. Pt has had difficulty walking and sitting since the surgery.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided in a supplemental report.